Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer called to report that the insulin pump alarmed motor error and motor position encoder error during rewind. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 180 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. Moisture damage was also found on the electronics, motor, vibrator and battery tube assembly. Unable to perform the occlusion test and excessive no delivery test due to motor error alarm and compromised force sensor system alarm. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked j2 lcd keypad connector during our visual inspection. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The insulin pump passed the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.